Manufacturer narrative:
(B)(4) 2011-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8pm. The cca was advised the patient manages his diabetes with humalog insulin. At the time of the alleged issue, the patient took an increased dose of humalog insulin (12.7 units). The patient denied developing symptoms. At 930pm that same evening, the patient obtained a blood glucose result of "221 mg/dl" with another device. At the time of troubleshooting, the cca walked the patient through a retest; however, was unable to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged "ER 5" message remained unresolved.